Event description:
It was reported that the patient passed away and the cause of death was unknown. The death was not device or therapy related.

Manufacturer narrative:
Section a4: patient weight would not be provided. Section d4: serial number would not be provided. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient had been lost to follow-up and expired. The outcome date was estimated to be (B)(6) 2015. The device was not returned for evaluation. No further information could be provided by the customer. The device history records could not be reviewed because the serial number was not reported and could not be obtained from the available device tracking information. It was also indicated that the customer would not be providing any further information regarding the event. Heartmate ii lvas instructions for use, rev. C lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.